Event description:
Reportedly, intermittent noise sensing was observed during follow up of the subject ICD. This was observed with a programmed sensitivity at 0.4 mv. Refer also to MDR (1000165971-2012-00236) of the associated ICD (paradym vr, sn (B)(4)).

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.